Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the door not fully latched caused by loose upper link screws. The screws were replaced to correct this condition.